Manufacturer narrative:
(B)(4).additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: baxter received a photo of the sample for evaluation. The reported condition of "ruptured reservoir" was confirmed via photographic evaluation. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, idc-CAPA-(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter france that the reservoir of one (1) ce intermate lv 250 device had ruptured during patient therapy. According to the report, the device was filled with 200ml of cyprofloxacine (400mg) without solvant. The patient was being treated for mucovicidosis. The reporter stated that the bladder rupture was coupled with a blood backflow in the inlet. There is no report of patient injury or medical intervention. No additional information is available.